Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-01967.

Event description:
The consumer reported a unconfirmed false positive result with the binax now covid-19 antigen self test performed on (B)(6) 2021 on a kitted swab. This MFR. Report addresses tests with lot numbers one (1) of two (2) . Repeat testing was performed (x3) and generated positive results respectively. The consumer confirmed he was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : h6 upon further evaluation, it was determined this event was inadvertently reported and is not reportable as the customer did not experience conflicting results. Hence, no further action will be taken regarding this MDR.